Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's lead had high impedance on all contacts. Surgical intervention may be taken to address the issue.

Event description:
Follow-up identified surgical intervention was undertaken on (B)(6) 2017 during which time the lead was explanted and replaced which resolved the issue.